Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: d1, d4 (version or model #, catalog #, unique identifier (UDI) #). Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) customer reported that there was blood in the helium tubing and was inquiring about the next steps. The team pulled out the balloon prior to clamping it. It was suggesting that the unit was taken to biomed as soon as possible to be looked at in case of any blood backed up into it